Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10 - concomitant medical products: item # unk, lot # unk; unknown tmj mandible component. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The reported event is unconfirmed. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2024-00052. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(6). G3: foreign source: canada. The reported event was identified during review of a journal article: advanced mandibular reconstruction with fibular free flap and alloplastic tmj prosthesis with digital planning. Pyne jm, davis cm, kelm r, bussolaro c, dobrovolsky w, seikaly h. Advanced mandibular reconstruction with fibular free flap and alloplastic tmj prosthesis with digital planning. Journal of otolaryngology - head & neck surgery. 2023;52(1). Doi:10.1186/s40463-023-00639-4. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
A journal article was retrieved from journal of otolaryngology - head & neck surgery that reported a study from university of alberta. This was a prospective case series of adult patients who underwent resection of the mandible with condylectomy and mandibular reconstruction with fff and stock alloplastic tmj prosthesis. The study population had a mean age of 53 years at time of surgery (range: 33-85); (3 males/3 females). Normally stock 45 or 50 mm stock biomet prosthesis was used. The indication for surgery for the 6 study patients included the following: (1) tmj erosion, (2) ameloblastoma, (1) osteoblastoma, (1) osteomyelitis and (1) osteoradionecrosis. Follow-up was conducted at postoperatively with a mean length of follow-up time was 14.38 years (range 4.03¿17.43 years). Two complications occurred, 1 major and 1 minor. It was reported in a journal article that one patient underwent a tmj procedure. Subsequently, the patient experienced a displaced prosthetic head from the glenoid fossa, which was successfully reduced, and remained implanted. Attempts have been made and no further information has been provided.